Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The quality investigation has been closed as the device was not returned to the manufacturer for analysis.

Manufacturer narrative:
The device has not been returned for analysis at this time.